Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10.

Event description:
It was reported that prior to use, the cs300 intra-aortic balloon pump (iabp) was not detecting the ECG. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
The dealer's getinge trained field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit with a simulator and was unable to duplicate the customer's reported issue. Tests were normal, and the ECG detection signal tested normal. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that prior to use, the cs300 intra-aortic balloon pump (iabp) was not detecting the ECG. There was no patient involved and no adverse event was reported